Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was broken from the proximal pierced hole, consistent with the findings per media inspection and also when the cutting wire was observed under magnification, additionally, the cutting wire was blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure as per precautions of the device states. Also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and can cause a premature cutting wire fatigue, leading to break it. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, the physician was ready to perform sphincterotomy. As soon as the foot pedal of the generator was pressed to energize the cutting wire, the tip of the cutting wire broke away from the tip of the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows broken cutting wire

Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of cutting wire broken. The autotome rx 39 was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the picture shows that the cutting wire was broken, blackened, and an additional problem of cutting wire kinked was observed. Also, it was possible to observe residues of contrast inside the working length. The reported event of cutting wire break was confirmed. Based on the condition of the device, the break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure as per precautions of the device states. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, which can cause a premature cutting wire fatigue, leading to break it. The cutting wire being blackened indicates that the device was energized. Additionally kinking/bending the cutting wire can lead to break it. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician was ready to perform sphincterotomy. As soon as the foot pedal of the generator was pressed to energize the cutting wire, the tip of the cutting wire broke away from the tip of the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows broken cutting wire

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician was ready to perform sphincterotomy. As soon as the foot pedal of the generator was pressed to energize the cutting wire, the tip of the cutting wire broke away from the tip of the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows broken cutting wire.